Event description:
Reporter alleged discrepant blood glucose values of 422 mg/dl back to back with a result of 111 mg/dl, when testing was performed one test immediately after the other on the compact system meter. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The compact system: meter and compact test strip drum lot number 20657241 with an expiration date of 07-30-08.

Manufacturer narrative:
The suspect product is the compact test strip drum.